Manufacturer narrative:
He device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 23mm inspiris valve implanted in aortic position was explanted after an implant duration of five (5) years and eight (8) months due to thickened leaflets and calcification leading to high gradients and mild aortic regurgitation. As reported, the patient was listed for mitral repair due to severe mitral regurgitation and symptomatic shortness of breath and on echo it was found increased gradient across aortic valve (mean gradient 41 mmhg). Another 23mm inspiris valve was implanted in replacement concomitantly with mitral repair. There was no growth of the explanted aortic valve. Patient was doing well.

Manufacturer narrative:
H11. Additional manufacturer narrative: one picture was provided and reviewed. Customer report of "thickened leaflets and calcification" was unable to be confirmed through image evaluation. Image showed outflow aspect of an implanted valve. There appeared to be unknown material on the free margins of the valve. The device was not returned to edwards for evaluation since it was given to the patient as per cultural requests. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.